Event description:
Customer's aviva system was compared to a professional meter of unknown type with results of 187 mg/dl on his aviva meter and 77 mg/dl on the professional meter within 10 minutes. No adverse event was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.